Event description:
A physician reported that during the vitreoretinal surgery, ophthalmic console vacuum was not reaching to maximum. The procedure was completed and there was no patient harm.

Manufacturer narrative:
The company representative was able to confirm nor replicate the reported event. The regulator was then adjusted to address the issue. The system was tested and found to meet product specifications. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed and a potential contributing factor to the reported complaint was identified. The complaint was determined to not be relevant to this investigation. A review for complaints reported against this serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The root cause of the reported event is attributed to alignment of the rg5 regulator. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company representative was able to confirm nor replicate the reported event. The regulator was then adjusted to address the issue. The system was tested and found to meet product specifications. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed and a potential contributing factor to the reported complaint was identified. The complaint was determined to not be relevant to this investigation. A review for complaints reported against this serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The root cause of the reported event is attributed to alignment of the rg5 regulator. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).